Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer reported problem confirmed when turning the device on. The probable cause of the reported problem was defective main board. Replaced main board. After repaired all functional test of the pump passed.

Event description:
It was reported that the pump exhibited error code 1210. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.